Manufacturer narrative:
Product ID 37791, serial# unknown. Product type recharger. Additional review of the event indicated that device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative regarding a patient and it was reported that the recharger showed a 376 antenna temperature failure code. The caller stated it was taking a long time to charge due to the 376 code they received. They reported that the stimulator stopped working on (B)(6) 2019. They met with a rep and they were able to turn the ins on and help resolve the issues. The reps had slowly been rebuilding it to get it to a point that they could use the device again. The patient reiterated that they were having their current ins replaced in december due to normal battery depletion. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins depleted to 75% full within three days and the patient felt this was faster than it should be. The patient thought she needed a replacement ins, and met with a manufacturer¿s representative who informed her that the ins should last her two more years. The patient felt that this was incorrect, and believed that her previous hcp who she was no longer seeing would have done an xray to troubleshoot. The patient thought she needed a new ins. The patient was sent healthcare provider (hcp) listings an redirected to an hcp for further troubleshooting if required. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain. On (B)(6) 2019 additional information was received from the patient. It was reported that their charger does not charge. Caller later stated that they have to charge every hour on the hour because the 376 code comes up. Caller states it is taking 24 hours to charge. The event date was provided as (B)(6) 2018. Caller stated that last night they got 1/3rd of the charge. Caller was told her ins would last another 2 years. Patient also reported that the ins was placed in the left upper buttock/lower back, that's when patient started getting the bone pain. She has horrible pain under the ins on each side of her spine. Patient stated that the pain could be because she has fallen 21 times in two months. Caller refused to do any troubleshooting during the call. Patient had an appointment on (B)(6) 2019 and wanted a manufacturer representative to be present there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 from a consumer and a manufacturer representative reporting that they are not able to sync with the device and had been attempting to charge but was not able to get it work/charge. A replacement was scheduled for december but the patient wanted a replacement sooner. Additional information from the consumer was received on (B)(6) 2019 reporting that the device stopped working on (B)(6). A hcp appointment was scheduled for (B)(6) and the consumer requested a manufacturer representative. No further complications were reported.